Manufacturer narrative:
The reported event premature battery depletion was not confirmed. As received device was in normal range of operation and was programmed to autocapture settings. When autocapture settings are enabled device will adjust its pacing output based on patient requirement which can cause change in longevity and battery measurement values. Telemetry and pacing functions of the device were tested and found to be normal. A longevity calculation was performed, and device was found to have appropriate longevity remaining.

Event description:
It was reported that the device had premature battery depletion. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.